Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire ring of a 5f exoseal vascular closure device (vcd) could not hook the vessel wall causing the indicator window to change color to withdrawal. The operator tried to change the angle several times. At the same time, the guidewire ring was ineffective to pull the guidewire ring outside the body. The left hand slowly withdrew the sheath, the user saw blood flow disappear, and the indicator window became black black. The plug was released and the device stayed for 4 seconds after the withdrawal, and the plug was brought out with the device. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the guidewire ring of a 5f exoseal vascular closure device (vcd) could not hook the vessel wall causing the indicator window to change color to withdrawal. The operator tried to change the angle several times. At the same time, the guidewire ring was ineffective to pull the guidewire ring outside the body. There was no reported patient injury. The device was used in an interventional procedure. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was facing up during retraction. The indicator window did not change at all. When the device was removed from patient, there were no damages noted to the indicator wire loop. Hemostasis was achieved with manual compression. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was stored and prepped according to instructions for use (IFU). The user is trained to the device. Other procedural details were requested but were not provided. A non-sterile unit of product ¿vascular closure device 5f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received unlocked; the back bleed port is set on the manufacturing position. The indicator wire is not deployed; the device is blood saturated. No other outstanding details were observed. The functional analysis was performed. The unit was previously submerged in an ultrasonic machine to remove the blood. The cowling guard was set on the lock position. However, it was not possible to remove all the blood from the plug. Due to this, the indicator wire did not deploy to inspect the loop shape. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The complaint reported by the customer as ¿indicator wire damaged loop¿ was not confirmed since due to the blood saturation, it was not possible to deploy the indicator wire to be inspected. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis does not suggest that the reported event could be related to the manufacturing process; therefore, no corrective action will be taken at this time at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.